Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01760 and 9616099-2007-01761. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient went in for an elective case in 2007. The proximal right coronary artery was pre-dilated and a 3.0 x 33mm cypher stent was implanted at 16atm for 30 seconds. The residual percentage of stenosis was 25. While the cypher was dilated, a dissection occurred from the proximal to the distal right coronary artery. The dissection was stopped proximal to the posterior descending branch. A 2.5 x 23mm cypher stent was implanted at 16atm for 30 seconds in the distal right coronary artery to treat the dissection. A residual dissection, hematoma, was left because the physician thought that the hematoma would become absorbed by the vessel. Three days post index procedure, the patient complained of chest pain while in the hospital. Coronary angiography was conducted and thrombus was observed from the proximal to the distal right coronary artery. Aspiration and plain old balloon angioplasty was conducted with a 3.0 x 20mm balloon to treat the thrombus. A 3.0 x 28mm cypher stent and a 3.0 x 33mm cypher stent was implanted in the mid right coronary artery, distal to the cypher stent that had been initially implanted in the proximal right coronary artery, overlapping it. Then a 2.5 x 16mm taxus stent was implanted in the arterial ventricular branch distal to the cypher stent that had been initially implanted in the distal right coronary artery, overlapping it. The patient had de novo lesions in the proximal and distal right coronary artery. The proximal right coronary artery was type c, concentric, flexion and ostial. The lesion length was 25mm and vessel diameter was 3.0mm. The distal right coronary artery was type c. It was also noted that it was a dissection lesion. The lesion length was approximately 20mm and vessel diameter was 2.5mm. The patient's medications include the following: aspirin (pre, intra and post procedure), ticlopidine (pre, intra and post procedure) and heparin (intra procedure). The physician commented that it is possible that the thrombotic event occurred because the dissection in the distal right coronary artery was not treated.